Event description:
The reporter stated that the device leaked from the stopcock during use. There was no reported pt injury or treatment associated with this event.

Manufacturer narrative:
Manufacturer completed the entire form. Evaluation summary: the suspect device was returned and evaluated. During visual examination it was noted that the wall section in the fluid path was found to be below the minimum specification. A corrective action was implemented in 2008. The corrective action increased the wall thickness requirement for the fluid path wall to eliminate the potential for cracking. The wall section specification was increased from 0.020 inches to 0.027 inches.